Event description:
A patient implanted with evoke spinal cord stimulation (scs) system reported discomfort at their closed loop stimulator (cls) pocket site after undergoing significant weight loss. During a follow-up visit, it was noted that the cls had migrated within the pocket site because of the patient¿s weight loss. A pocket revision was performed to resolve the reported discomfort. The cls was replaced during revision due to potential electrocautery damage, as monopolar cautery was used in close proximity to scs system during the revision procedure.